Event description:
An attempt to pull the CPR lever on a centrella bed with a hercules device installed allegedly failed to lay the bed flat and activate the CPR mode. A safety report indicated that the bed was found to be approximately at 20 degree angle. The bed was observed to be plugged and even with the use of the remote to place the head of the bed down, allegedly, it did not work. Replication of the event did not demonstrate the reported problem. The mattress was observed to be laying on top of the hercules device, rendering an inclination of the mattress to about 10 degree angle from bedframe baseline. It is also noted the whole bedframe was in neutral position. The claim is that the inability of the bed to recline interfered with the initiation of cardio-pulmonary resuscitation. A simulation of the event was conducted on (B)(6) 2024 to replicate the issue identified in the reported event. Both simulations demonstrate that the hercules device installed on the bedframe did not affect the initiation or quality of CPR, chest compression, or intubation. The CPR lever on the centrella bed activated as soon as it was pulled and the head part of the bed/ bedframe reclined to neutral position (zero degree) and the mattress was noted to be at 10 degree incline due to the hercules device expected protrusion. The mattress was noted to be firm and the incline from the hercules device did not affect initiation or quality of CPR, chest compression, or intubation. We were not able to replicate the reported 20 degree angle issue of the bed. Ref report: mw5158427.